Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month of implant, noise was observed on the pace sense portion of the right ventricular lead. It was suspected that it might be a set screw or lead pin not all the way out. During the revision procedure, the lead was removed from the header and the lead tested normally. The connector pin was visualized under fluoroscopy. Testing was performed post pocket implant. Both the lead and device remain in use. No patient complications have been reported as a result of this event.